Event description:
Customer reportedly obtained results of hi (>600 mg/dl) and 121 mg/dl within 10 minutes on the advantage system. Customer stated, he took no action based on any of the readings. No adverse event reported. Requested return of suspect system, new meter, strips and controls sent.